Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus korea co., ltd. (Okr). As a result of the evaluation, the following was confirmed. -the insulation resistance value at the distal end was out of the standard due to damage to the distal end cap. -due to the wear of the angle wire, the upward angulation was out of the standard. -there was a leakage due to deformation of the up/down angulation control knob and right/left angulation control knob. -the screen was partially darkened due to scratches on the ccd lens. -the color of the ccd lens was discolored. After cleaning, the rust on the lens will be removed. -there was a gap in the adhesive of the bending section rubber. -there was the crease in the insertion tube and universal cord. -the control section was discolored. -the endoscope cover was corroded due to a leakage. -the distal end cap was damaged. In addition, according to the information provided by okr, foreign material was rusted, and rust was detected in the sc cover unit and control section. From the inspection result of the device, inundation marks and leaks have been identified on the device and may affect the occurrence of the reported event. The instruction manual states the possibility of infection by insufficient reprocessing. In addition, the instruction manual states that the endoscope should be cleaned immediately after each patient procedure to prevent dirt sticking. The exact cause of the reported event could not be conclusively determined. However, based on the above information, the reported event may have been caused by the following causes: -there was a difference between the reprocessing method carried out by the user facility and recommended in the instruction manual. Foreign material became difficult to remove because the user did not perform precleaning immediately after the procedure. -moisture entered the interior due to a water leakage, causing rust inside the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device is planned to be returned to (B)(4) but has not been returned yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, it was found that there was rust due to a leakage and foreign material came out from the channel. There was no report of patient injury associated with the event.